Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid-section to the distal end lifted and pulled distally extending past the distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink located at 590mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-dec-2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. A 20 x 4.00 promus elite drug-eluting stent was advanced failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damaged.